Event description:
This patient has experienced declining performance and intermittency with his cochlear implant. This is associated with progressive electrode failure. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation / reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.